Manufacturer narrative:
Correction h6: health effect - impact code updated to unexpected medical intervention to address programming changes that were performed.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the atrial lead resulting in inappropriate mode switch episodes. Programming changes were performed to resolve the issue. The patient condition was stable before, during, and after.